Event description:
The nurse called to report that the customer was hospitalized for high blood sugar levels. The customer stated that they did not change out their entire set to resolve hbgs prior to this event. It was indicated that the customer is currently using manual injections and their last bg reading was normal. Per md's orders, they do not want to release the customer until they are sure that the pump is functioning properly. The nurse refused to troubleshoot over the phone and was requesting for a rep to contact the customer. Also, the nurse wants add'l education for the customer regarding set and site techniques.